Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.7cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported leak, blood in tubing. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 to jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
Medwatch # (B)(4) received 12-august-2021. The patient had an iabp inserted as part of the cardiac support and treatment. The patient arrived from the or with the iabp catheter in place. It was working fine. At some point during the shift the catheter was repositioned by the providers. Several hours later the rn went to assess the insertion site and found that there was blood in the helium line. The iabp console began to alarm "helium leak". Rn notified the provider team and the iabp was removed from the patient's groin. The patient remained stable and tolerated the catheter being removed. Response has been good.

Manufacturer narrative:
Complete event site name - (B)(6) medical center. Additional contact person - (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
Occupation: rn, bsn/risk analyst. Additional reporter name: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted post coronary artery bypass graft (CABG) and ran without issue overnight. The next morning, the nurse went to assess the insertion site and found that there was blood in the helium line. It was also reported that the console generated a helium leak alarm. The physician was notified and the iab was removed. The patient was stable and pressure was held for 30 mins at insertion site with no issues. The iab was inspected and a small tear was noted at the distal end of the iab. There was no patient harm or adverse event reported.